Manufacturer narrative:
Return requested for suspect radiolucent upper arm piece. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the site's articulating arm was broken.. The arm was whole when the case began and broke sometime after registration. The procedure was still ongoing and the piece was caught in the sterile drape. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.